Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead showed noise over sensing with pacing inhibition. The device triggered a lead safety switch due to bipolar pacing impedance high, out of range. The impedance trend was stable prior to the abrupt increase. This behavior was likely linked to a lead integrity issue as the lead had been implanted for several years at this point. The patient does appear to have an escape rhythm during inhibition of pacing. Several options on how to proceed were discussed. The lead remains implanted at this time. No adverse patient effects were reported.